Event description:
It was reported that the patient occasionally experiences a pinching feeling, and was undetermined whether related to the function of product. There has been a steady rise to high impedance on the right ventricular (rv) lead during the last year. The clinician was unable to reproduce the patient's symptom in-clinic, and reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.